Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 28 mmol/l with unspecified ketones and increased thirst and urination related to potential inaccurate insulin delivery. During a review of the pump, the reporter indicated that the basal history did not match the active basal program on the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to inaccurate insulin delivery.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the pump black box history recorded multiple manual time changes: on (B)(6) 2014 from 22:55 to 12:05 and then to 23.31. On (B)(6) 2014 from 19:08 to 00:10 and from 16:02 to 10:30, then to 16:10. The pump basal history appears to be inaccurate related to the manual time changes. The total daily dose history was found to add up correctly. The pump was exercised for 24 hours on 2.0 units per hour rate; at the end of testing the pump correctly showed 48.0 units. A delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump sound was found to be not working when the pump powered on. The pump was opened and a solder connection in the audio circuit was found to be cracked.